Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band was attempted to be deployed twice but it could not be deployed. The scope was removed, and it was found that the bands were tangled at the tip of the device. The bands were attempted to be deployed outside the patient and it worked. The scope was reinserted along with the device, and the procedure was completed with the same original speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on april 2, 2024: the speedband superview super 7 was used during an esophageal variceal ligation. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had no bands attached and the ligator housing teeth were damage. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had no bands attached, and the ligator housing teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient. This could have affected, the functionality of the handle when deploying the bands, when the teeth are damaged there is a high possibility that the suture will be having problems to pull the bands since the teeth won't allow the trip wire to pull the suture, consequently, unable to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. Block h2 (additional information): block b5 has been updated based on the additional information received on april 2, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band was attempted to be deployed twice but it could not be deployed. The scope was removed, and it was found that the bands were tangled at the tip of the device. The bands were attempted to be deployed outside the patient and it worked. The scope was reinserted along with the device, and the procedure was completed with the same original speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had no bands attached and the ligator housing teeth were damage. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had no bands attached, and the ligator housing teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force, or perhaps this could be attributed to the way the physician was entering the device through the patient. This could have affected, the functionality of the handle when deploying the bands, when the teeth are damaged there is a high possibility that the suture will be having problems to pull the bands since the teeth won't allow the trip wire to pull the suture, consequently, unable to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.